Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Event description:
The clinical study site subsequently confirmed the reported leak was paravalvular. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that severe aortic regurgitation was observed following deployment of this transcatheter bioprosthetic valve. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve to resolve the regurgitation. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).